Manufacturer narrative:
Product event summary: analysis of the device memory indicated the right ventricular lead integrity alert had triggered and there was oversensing due to non-physiologic signals/sic (sensing integrity counter).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the lead integrity alert (lia) was triggered due to oversensing during manual impedance testing . The device remains in use. No patient complications have been reported as a result of this event.